Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The logs were reviewed which revealed no occurrence of an error 5 was found within 30 days of the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
Corrected information: d4, h4.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.